Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03679 / 03680).

Event description:
It was reported patient underwent a bilateral total hip arthroplasty on (B)(6) 2010. Subsequently, review of radiographs revealed mass consistent with adverse reaction to metal debris or fluid of the left hip. There has been no reported revision procedure to date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial. The acetabular cup remains implanted and was not revised.

Event description:
It was reported patient underwent a bilateral total hip arthroplasty on (B)(6) 2010. Subsequently, review of radiographs revealed mass consistent with adverse reaction to metal debris or fluid of the left hip. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted the patient underwent a left hip revision on (B)(6) 2014. The modular head and taper adapter were removed and replaced.